Manufacturer narrative:
This report is filed january 7, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic pain and infection at the abutment site. Subsequently, the patient was prescribed topical and oral antibiotics (dates not reported). The patient also underwent revision surgery multiple times, for unknown reasons (dates not reported). The implanted device remains.